Event description:
The customer reported that this intellivue mms had a broken case due to blow or drop.

Manufacturer narrative:
(B)(4). The customer reported that the intellivue mms had a broken case due to blow or drop. Based on the available information, there is no indication of a defective mounting solution, or any other mechanical defect contributing to the drop. It was not expressed as an unexpected drop. Please note that this device failure is considered a physical damage most consistent with improper user handling and therefore, not a malfunction of design or labeling; we will consider this as due to use outside normal and expected. The resultant damage of the touch bezel was immediately obvious to the user and prevented the device from being further used in monitoring patients. Product labeling (instructions for use) clearly warns the customer that if the monitor is mechanically damaged, or if it is not working properly, do not use it for any monitoring procedure on a patient. Further, a lack of patient data at the x2/host monitor would be (and was) obvious to users during close observation as described in our labeling. User reference guide describes personal surveillance. This would allow the user to implement alternative methods of monitoring per hospital protocol, and/or to troubleshoot the monitor. As of 12/29/2010 no further information was provided as to how the device case was broken (ie: if this was an unexpected fall or an accidental user related drop), therefore, this is considered as a reportable event and philips will report the incident in abundant caution. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.